Manufacturer narrative:
Background information: quickie 2 wheelchair owner's manual, rev. F, states: "inspect wheel locks weekly per the maintenance chart. Do not use your chair unless you are sure both wheel locks can fully engage. A wheel lock that is not correctly adjusted may allow your chair to roll or turn unexpectedly. Wheel locks must be adjusted after making sure the tires have the correct air pressure. When fully engaged, the arm should be embedded into the tire at least 1/8' to be effective." It further provides that "if you find the wheel locks have slipped or are not working correctly contact your service provider for proper adjustment." Quickie 2 wheelchair owner's manual, rev. F, states: "we warrant all sunrise-made parts and components of this wheelchair against defects in materials and workmanship for one year from the date of first consumer purchase." Discussion: in evaluating the complaint, the dealer reports that the right-side wheel lock keeps loosening up and won't stay tight. Based on similar complaints and products received, the potential cause could be hardware loosening over time leading to insufficient wheel locking force. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. Based on the owner's manual, the end user or dealer should be performing maintenance checks to reduce the risk of wheel locks becoming non-functional or broken. The dealer stated that he had been out to the end user's care facility a few times to retighten the wheel lock assembly. At the time of the complaint, the chair was approximately 182 days. According to the quickie 2 wheelchair owner's manual, sunrise medical provides a one-year warranty from date of purchase for all sunrise-made parts and components that have defects in the material or workmanship. The dealer requested a warranty replacement of the right-side wheel lock. There were no injuries or adverse impact to the end user reported. Conclusion: the loosening of the wheel lock hardware over time is the primary potential cause identified. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. There is no claim of injury in this case. Per 21 cfr 803.50, this MDR is being filed because the failure mode of non-functioning wheel locks has been previously reported.

Event description:
The dealer reports that the right-side wheel lock keeps loosening up and won't stay tight. The dealer stated that he had been out to the end user's care facility a few times to retighten the wheel lock assembly. The dealer did not report any injuries or adverse impact to the end user. A warranty replacement of the right-side wheel lock was requested.

Manufacturer narrative:
UDI related data quality updates only this MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.